Manufacturer narrative:
Product ID 3387-40, lot# j0211551v, implanted: 2002 (B)(6); product type lead product ID 748251, serial# (B)(4), implanted: 2002 (B)(6); product type extension product ID 37642, serial# (B)(4), product type programmer, patient product ID 748251, serial# (B)(4), implanted: 2002 (B)(6); product type extension product ID 3387-40, lot# j0214131v, implanted: 2002 (B)(6); product type lead product ID 37602, serial# (B)(4), implanted: 2013 (B)(6); product type implantable neurostimulator. (B)(4).

Event description:
It was reported that a dramatic change in therapy impedance was noticed on the left implantable neurostimulator (ins). In (B)(6), the therapy impedance was 1,406 ohms, but at the time of the report it was 666 ohms. The patient fell two weeks ago and ¿smashed into something and messed something up.¿ it was believed that this caused the change in impedances. In addition, the healthcare provider (hcp) reported that all of the electrode impedance values were greater than 2,000 ohms. The patient also had a gigantic bruise and swelling on her chest area near the ins. At the time of the report the site over the ins looked fine, but was still bruised. The patient was seen on the day of the report and told that the ins needed to be replaced. It was unclear which ins needed replacing as both sides were mentioned. There was no change in therapeutic effect and the patient was doing really well; the left ins had been disconnected due to previous issues. No interventions or action taken were reported, so additional information was requested. If additional information is received a supplemental report will be sent. Refer to manufacturing reports #3004209178-2012-10671, 3004209178-2012-10670, and 3004209178-2014-12105. These pertained to the patient¿s previous issues related to falling and the ins¿s turning on and off.